Event description:
Boston scientific crm received information that the patient with this pacing system experienced a fall in (B)(6) 2009. The patient recently presented with a heart rate in the 30s. A system check revealed atrial noise as well as right ventricular (rv) high thresholds and rv non-capture. Both leads exhibited impedances greater than 2500 ohms due to conductor fracture near the subclavicle. In a revision procedure, the entire system was explanted and successfully replaced by a new system. No additional adverse patient effects were reported.

Manufacturer narrative:
The atrial lead has been received and is currently being analyzed. When testing is complete this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted worn insulation, and a fractured cathode conductor coil. The lead passed conductor resistance testing on the anode coil. However it failed the same test on the cathode coil, confirming the cathode coil was compromised.